Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to sepsis. The patient had a driveline infection along with other unspecified infections, became septic, and was discharged to hospice care. The pump was not explanted and an autopsy was not performed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 8 mo. The lvad pump was not explanted and will not be returning for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.